Event description:
A hemodialysis (hd) clinic manager reported to fresenius customer service that they have had 4 different issues in which patient's have experienced issues such as post treatment bleeding for more than one hour while using fistula needles. There was no patient involvement or adverse event, and no medical intervention was required as reported at intake. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).